Manufacturer narrative:
Manufacturer's report date: 07/16/2014. (B)(4). Unable to determine the cause of the customer's report of a back check valve failure. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
Customer reported a possible check valve failure. The secondary line programmed to run at 100ml/hr backed into the chamber of the primary line. No report of pt harm or medical intervention required. Although requested, no add'l pt or event info provided.